Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve after crossing the native valve, de creased blood pressure was noted. Upon the start of deployment, the valve moved into the ventricle. The implant was assessed at 2/3 deployment and a transesophageal echocardiogram (tee) showed mild to moderate paravalvular leak (pvl). The patient was reported to be hemodynamically stable and the valve was implanted low. A decision was made to implant a second valve, and a snare was used to hold the first valve in place while the second valve was successfully implanted valve-in-valve. Improved blood pressure and resultant mild pvl were noted. Balloon aortic valvuloplasty (bav) was performed reducing the pvl to trace. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). In this case, the paravalvular leak (pvl) most likely resulted due to sub-optimal positioning as the valve dislodged and was implanted low in the annulus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.